Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Multiple cartridge changes were performed resolving the issue. Customer's blood glucose was 198 mg/dl. The customer reverted to an alternate pump for insulin therapy.